Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of chest discomfort. Upon interrogation, the right ventricular lead exhibited high capture thresholds. Chest x-ray was performed and revealed the lead had perforated the heart. The lead was explanted and replaced. The patient was in stable condition post operation.